Event description:
It was reported that the leads migrated which was confirmed with fluoroscopy. The patient underwent a lead pull procedure. Patient is doing well postoperatively. Product will not be returned because facility threw them away.

Manufacturer narrative:
Block b3: exact date unknown, event occurred between (B)(6) 23 to 28 prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Investigation results: the device was not returned to boston scientific for analysis. Labeling review: a labeling review did not reveal any anomalies as it states: lead migration, resulting in undesirable changes in stimulation and subsequent reduction in pain relief. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Block b3: exact date unknown, event occurred between october 23 to 28 prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7304003, UDI: (B)(4).

Event description:
It was reported that the leads migrated which was confirmed with fluoroscopy. The patient underwent a lead pull procedure. Patient is doing well postoperatively. Product will not be returned because facility threw them away.